Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of patient harm or injury.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section a1 corrected in this report.

Manufacturer narrative:
Additional information was received on nov 26, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, patient wakes up the her nose has a burning sensation in her nose and throat, device as strange odor that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation the manufacturer observed ui (user interface) knob broken, sd card cover missing, air inlet filter missing, the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, pca (printed circuit assembly) had dust-like contamination all over the top of it especially near the ui (users interface) knob area, dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it, manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings, manufacturer was able to confirm the presence of degraded sound abatement foam in the device. The manufacturer was able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found 7 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation.the manufacturer confirmed the presence of multiple contaminants and unable to address the patient's symptoms. Section e3, h6 clinical code was missed in initial report and updated in this report. Sections d9, h2, h3 and h6 has been updated in this report.